Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an occipital lead that was popping out of the skin. The patient's lead was placed in their neck where there was minimal fat tissue (which might have contributed to the issue). The hcp removed the anchor and placed the lead deeper and the issue was resolved. No further complications reported.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. When asked if the cause of the original lead placement issue was determined the representative reported that it hadn't and the lead migrated beyond the physician's expectations. No further complications reported.